Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40s-50s mg/dl due to needing settings adjustments. Customer required intervention by their father, who assisted in waking them up and providing juice/carbohydrates to address low bg. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.